Event description:
A (B)(6) customer called for help with performing control tests. She performed control tests during the call and received a result of 20.9 mmol/l. The normal control range was 5.9-8.2 mmol/l. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.